Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the subject guidewire distal tip was seen to be broken/fractured at 8.5cm from the distal end. Microscopic inspection of the fracture showed fracture of the nitinol tubing and the core wire, the coil was stretched and not fractured. The core wire distal end was observed through the distal tip dome and hydrophilic coating was hydrated there were no anomalies noted. Functional testing was not completed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was moderately tortuous, the guidewire was shaped to a 45 degree angle. The device was flushed and delivered it into patient's body and the operator found the guidewire stretched under fluoroscopy. Analysis of the returned device found the guidewire was broken 8.5 cm from the distal end with the nitinol tubing broken and the core wire severely stretched but not broken. The condition of the returned guidewire indicates the device encountered significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported and as analyzed damage of the guidewire distal tip stretched and the analyzed damage of the guidewire distal tip broken/fractured during use since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) distal tip was broken/fractured during use during the procedure. No clinical consequences were reported to the patient due to this event.